Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1970 was used based on age of patient. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: a 53-year-old male patient was admitted to the hospital due to the discovery of double kidney stones for more than half a year. On the morning of (B)(6) 2023, the left rirs operation was performed under general anesthesia. The nurse collected arterial blood for the patient at 10:00 am on (B)(6) 2023. When the nurse unpacked the arterial blood collection device, he found stains in the arterial blood collection device. Immediately replace the new arterial blood sampling device to collect arterial blood for the patient. No harm was done to the patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from japanese to english: a 53-year-old male patient was admitted to the hospital due to the discovery of double kidney stones for more than half a year. On the morning of (B)(6) . 2023, the left rirs operation was performed under general anesthesia. The nurse collected arterial blood for the patient at 10:00 am on (B)(6) .2023. When the nurse unpacked the arterial blood collection device, he found stains in the arterial blood collection device. Immediately replace the new arterial blood sampling device to collect arterial blood for the patient. No harm was done to the patient.